Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction: this is a reportable event found at evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to deformation of the forceps channel, breakage of the instrument, and foreign material in the forceps channel. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·operation manual: 3.8 inspection of the endoscopic system - inspection of the instrument channel and forceps elevator ·operation manual: important information ¿ please read before use - precautions: ·operation manual 3.6 inspection of ancillary equipment ·operation manual 4.3 using endotherapy accessories ·reprocessing manual 5 reprocessing the endoscope (and related reprocessing accessories) ·reprocessing manual 7 reprocessing endoscopes and accessories using an aer/wd" olympus will continue to monitor the field performance of this device.

Event description:
The user facility reported to olympus that during a procedure, a stent was stuck in the channel of the evis exera ii duodenovideoscope one (1) inch away from the biopsy channel. No patient harm was reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The instrument channel was clogged. In addition, the light guide lens was cracked, the body had a dent and scratches, and the control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.